Event description:
It was reported that the procedure was to treat a heavily tortuous right coronary artery. A balance middleweight universal ii guide wire was advanced to the lesion without resistance. A non-abbott microcatheter was advanced over the guide wire. Once the microcatheter was placed, the guide wire was removed; however, a 45 mm long piece of the tip separated and was left in the artery. The microcatheter was removed and the procedure was stopped. Three days later, an angiogram was done and the tip of the guide wire was still in the same place in the artery. An unsuccessful attempt was made to remove the tip of the guide wire. The patient was stable so it was decided to leave the tip in the patient. The artery was left untreated. The patient remained in the hospital longer than expected. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the images are consistent with wire fracture in the coronary anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.